Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings:a review of the black box showed unexplained power on reset events. No moisture/corrosion was found in the battery compartment. No damage was found in the battery compartment. The battery cap fully attached to the pump and successfully completed 24 hour testing. No power interruptions were duplicated. The pump was removed to find no evidence of internal moisture or damage to the power circuit.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.